Event description:
Device 1 of 2: MFR reference report: 3006705815-2019-00212. It was reported that the patient experienced lead migration. Reprogramming was attempted without success. Due to the issue, the lead was explanted and replaced on (B)(6) 2018. The patient has effective stimulation post operatively. Note: it is unknown which lead migrated and was replaced therefore both are being reported.